Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. However, stylet insertion and helix mechanism test were failed due to bunched polytetrafluoroethylene and rs- deformed conductor coils.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to patient anatomy and difficult placement caused the physician to insert and remove the lead multiple times along with multiple sheath exchanges. Also, this caused the physician to think the insulation had become "rough looking". A new lead was implanted. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to patient anatomy and difficult placement caused the physician to insert and remove the lead multiple times along with multiple sheath exchanges. Also, this caused the physician to think the insulation had become "rough looking". A new lead was implanted. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.